Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed particles between the solution membrane and the female luer inlet. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set had sediment in the filter. The sediment/unidentified object appeared to be sediment in line of the device. This was noticed prior to patient involvement while the technician was mixing the drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred during an unspecified date of january, 2025. Should additional relevant information become available, a supplemental report will be submitted.